Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the battery voltage of the device was found to be below its elective replacement indicator (eri), although the device had not yet issued an alert for the eri. During subsequent follow-ups, the battery voltage was found to be above eri. Technical support was contacted, but the cause of the differing battery voltage measurements could not be determined. The patient's condition was stable and will continue to be monitored. There were no adverse consequences.